Event description:
It was reported, syringe 50 ml, crystallization on the tip of the plunger and around the inner mouth of the syringe. The following was provided by the initial reporter: we found 1 syringe with crystallization on the tip of the plunger and around the inner mouth of the syringe on (B)(6) 2026. The syringe has been sequestered and can be sent back for further investigation if needed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.